Manufacturer narrative:
Health effect - impact code: (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Healthcare professional later confirmed left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, one extended opening and fold creases. A weight test of the device was verified, and the device underweight. A microscopic analysis was performed which identified, broken crease sharp, one opening striated and wear abrasion. Based on the device analysis, the final assessment is: one opening crease sharp in the side posterior assessed, as fold flaw opening. And one opening striated in the side posterior assessed, as surgical damage.

Event description:
Patient reported, left side rupture. Healthcare professional later confirmed, left side rupture. Device has been explanted.